Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter was contacted by a patient who stated he tried to change the heater bag and not the cassette during a check supply line alarm. The homechoice continued to alarm. The technical service representative advised the home patient to start over with a new cassette and bags as there was a risk of contamination. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: the event had not been reported to her and therapy with the patient was going fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.